Event description:
It was reported that a system error (se) 2240 alarm (air in set/line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) instructed the hp to close the clamps, disconnect and cycle the power on the hc to clear the alarm. During the troubleshooting, the hp explained that they connected in priming, but had the transfer set closed. The tsr advised to start over with new supplies. The tsr explained that the hp should not be connected in prime. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. However, it was reported that the patient was connected for therapy during the prime, but did not open the transfer set. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.